Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, instructions for use, quality control, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. Inspection of unused product returned by the user was also performed. One used catheter manifold assembly was returned for investigation, along with four unused devices from a different lot still sealed in the original packaging. Upon physical inspection of the damaged device, it was noted that excessive biological matter was found on the surface and the interior of the catheter tubing. The catheter shaft was flattened and damaged in multiple regions. A 1.5cm rupture was observed approximately 14.4cm from the center manifold. Dimensional measurements could not be taken on the catheter shaft due to the damage, however, all other dimensional analysis performed confirmed that the device was manufactured within the correct specifications and tolerances. No additional damage was noted to the other device components. The four additional unused devices were removed from their packaging and no damage was observed. Leak tests were performed on the unused devices, and all four were able to be flushed successfully without causing damage to the catheter tubing. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record for the complaint device was unable to be performed, as the lot information is unknown. Of the four unused devices from lot 8976551, one nonconformance was revealed, but was found to be unrelated to the reported failure mode. It should be noted that there were no other complaints reported for this lot number. Based on this information, there is no evidence to suggest there is any nonconforming product in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: "do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube." Precautions "if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately." Power injection procedure "1. Use only lumens marked "CT" for power injection of contrast media. Warning: use of lumens not marked "CT" for power injection may result in catheter failure. 5. Ensure adequate blood return and flush catheter vigorously with the entire 10 ml of sterile normal saline to ensure lumen patency. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. 7. Conduct study using the power injector, making sure not to exceed the maximum flow rate or pressure limit for the catheter. " how supplied "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause is likely maintenance related. The device was damaged along the catheter shaft, and as reported, was damaged while being removed from the patient. This suggests that the device had been in place and functional for a while prior to becoming damaged. It is likely that the failure mode occurred during maintenance after placement of the device. This could have been due to issues with the power injection procedure, an occlusion within the tubing that was not flushed out or an excessive external force. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded no risk reduction activities are required at this time. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Device name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. Occupation: nurse, clinical technology manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was originally reported that an unknown device had an unknown failure. It was later reported that the rn removed the patient's PICC line per orders, and upon removal, found that it was folded halfway and had a hole in it. The device was returned to the manufacturer for evaluation. Upon initial device inspection, it was determined that the device was a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. Additionally, the catheter shaft was flattened and damaged in multiple regions along the device. It was also found to be ruptured approximately 14.4 cm from the manifold, and measured 1.5 cm in length. No patient harm was reported. Additional information regarding the specific event, additional procedures, patient demographics, and pre-existing conditions has been requested, but is unavailable at this time.